Manufacturer narrative:
Initial 1 of 2.Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.

Event description:
It was reported on(b)(6)-2026 that the patient¿s infusion sets fell off. Patient was hospitalized due to diabetic ketoacidosis.